Manufacturer narrative:
The device code (B)(4) no longer applies.

Event description:
Additional information was received from a patient reporting that in 2015 the patient had their implantable neurostimulator (ins) that was in their neck moved to under their ribs because "it wasn't really hitting the spot it needed to." A review was done on previous information reported and it was clarified that reported information stated that a revision intervention was performed on (B)(6) 2015 where the ins was moved.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient had a revision done last month due to not getting good stimulation coverage. This issue started the date of the original implant surgery. Different programming was tried with the patient but then it was decided to add an additional lead. The patient has had one follow up visit since the revision and he is having better coverage now. The company representative confirmed that the revision was on (B)(6). The patient is receiving effective therapy. It was later reported that the implantable neurostimulator (ins) had moved. The patient's relevant medical history includes spinal pain.